Event description:
Literature article received: this report is being filed after subsequent review of the following literature article: chiang, p., roach, s., and baratz,m. (2002) failure of a retinacular flap to prevent dorsal wrist pain after titanium pi plate fixation of distal radius fractures. The journal of hand surgery, 27a, 724-728. This study prospectively looked at twenty patients with distal radius fractures treated with a dorsal pi plate and a retinacular flap. There were 5 men and 15 women with an average age of 54.6 years, ranging in age from 23-81 years. This report refers to nine patients required plate removal due to dorsal wrist pain, three who had dorsal tenderness localized to the wrist extensors of the second dorsal compartment and one patient who experienced ruptured extensor tendons to the index and ring finger and was subsequently treated with plate removal and tendon transfer and grafting. This is report 1 of 1 for (B)(4). This report is for an unknown titanium pi plate

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown titanium pi plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.